Event description:
During an arthroscopic bankart repair, the physician reportedly utilized three mini magnum knotless implants (w/inserter handle). While placing the anchor, the sutures jammed in the anchors. The anchors and sutures were removed from the pt. The MFR confirmed that the procedure was completed; however details regarding the surgical method and tools were not provided. The event reportedly caused a 30 minute surgical delay. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but not received. The lot number provided by the reporter was invalid; therefore no MFR or expiration date could be determined. Attempts to obtain the missing info are on-going. Reference MFR report(s): 9019871-2012-00367, 9019871-2012-00369.